Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the device was opened, the handle was squeezed to load the clip, and the handle would not release. The device was not on tissue. The issue occurred after being opened into the sterile field. The tech squeezed the handle on the back table to load the first clip and the jaws would not open up. The product was never able to be fired on tissue due to the issue that occurred when loading the first clip. The procedure was completed with an alternate like device with no patient consequences reported.